Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a dual chamber implantable pulse generator (ipg) was implanted and the right ventricular port was plugged to allow only right atrial use (off label). Small p waves were noted. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.